Event description:
During a hip arthroscopy procedure, the physician noted the electrode at the distal end of the ambient super multivac 50, ifs was missing. No loose bodies were seen within the joint space; however, as a precaution, the hip joint was flushed extensively with saline. No pt complications were reported as a result of this event.

Manufacturer narrative:
Eval summary: a review of the device history record found no non-conformances.